Event description:
It was reported that the right ventricular (rv) lead perforated through the ventricle causing a pericardial effusion which led to cardiac tamponade. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead (B)(6) 2014. (B)(4).